Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient. It was reported that the patient was experiencing a loss of therapy. The consumer stated that the patient had stimulation d1 for their legs and d2 for their buttocks. The consumer reported that the stimulation for the patient¿s buttocks wasn't working and they were in a lot of pain. It was noted that the recharger had full battery and the implantable neurostimulator (ins) was charged. The patient checked the ins using the programmer and got a symbol. It showed that the patient¿s stimulation was turned off and the consumer was able to turn the stimulation back on. Troubleshooting resolved the issue. It was noted that the issue occurred on the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.